Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 10sep2018. D11 - concomitant products: terumo 035' guidewire, merit sheath, kmp 5.0fr catheter. Investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use (IFU), quality control, as well as a functional test, visual inspection and dimensional verification of the returned devices was conducted during the investigation. Two 8.5fr mac-loc catheters were retuned for evaluation in damaged condition. Both devices appeared to be broken at the hub, with the cap and tubing still attached and the adapter missing its threading. There was no biological matter present on the device, therefore it is not clear if they were used. A leak test could not be conducted because of the damage to the devices. Outer diameter of the tubing was found to be within manufacturing specifications, however other relevant measurements could not be gathered due to device damage. Additionally, a document based investigation evaluation was performed. Based on the review of current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record was conducted and showed no relevant nonconformances associated with lot 8674523. It should be noted that there were no other complaints reported for this lot number. The instructions for use (IFU) advise the user to inspect the device prior to use to ensure that no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, a likely cause could be traced to a component failure. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into the biliary duct of a patient during a ptbd procedure. After device insertion, it was discovered that the catheter was leaking from the hub. The defective catheter was removed and successfully exchanged with a like device.